Event description:
The iab was inserted into the pt on 2/7/97 at 9:30 a.m. And was removed on 2/7/97 at 1:00 p.m. The iab did not malfunction. As a result of the event, there was bleeding and removal was required. (Event complications: bleeding complication/removal required-) reported 6/30/97. (Pt's current status: discharged-rpt'd 6/30/97).